Manufacturer narrative:
Device not returned for evaluation.

Event description:
Post-op day 2, the top and bottom of the device became unattached from the skin. There was no dehiscence or wound complications noted.